Manufacturer narrative:
The device was returned and evaluated. The leg levelers were found to not be adjusted properly.

Event description:
Consumer alleges chair is leaning and sitting in the chair crooked has caused her to need medical testing.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges chair is leaning and sitting in the chair crooked has caused her to need medical testing.